Event description:
During a follow-up interrogation, the ventricular lead was unable to be programmed in bipolar. Several attempts were made without success. The device remains implanted.

Manufacturer narrative:
January 21, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4) programming in bipolar detection was not working. Method: since the device remains implanted, the programmer files were reviewed. Results (other): there is no evidence of any inadequate specifications, the feature to avoid permanent bipolar programming on a unipolar lead is a safety feature. The impossibility to program in bipolar most likely resulted from an insufficient connection between the lead & pacemaker. Conclusion: no consequence for the patient, the device can remain implanted.